Event description:
It was reported that after 2 minutes of cutting during a myosure procedure for the removal of a uterine myoma, measuring 3 to 3.5cm, a second myosure disposable device was needed to continue. After 45 seconds of cutting, it was noted a portion of "the blade had popped off" and was seen floating in the uterine cavity. The physician moved to a third disposable device, located the piece, and removed it via suction with this device. A fourth device was used to complete the procedure, except for a half centimeter which was removed with forceps. There was no pt injury and she was discharged home after the procedure. The physician reported she believed she retrieved all of the blade from the uterus.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the 3 devices and the serial number of the control unit. The products were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Date of return of the control unit: (B)(4) 2013. (B)(4).